Event description:
During a procedure at the user facility, the hip navi (during cup placement), the ortholock loosened, causing a significant drop in accuracy, rendering the navi unusable. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.